Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 437mg/dl. The caller mentioned that the customer was disconnected and the cannula was kinked. The customer experienced vomit and nausea for the past three days, which progressed to diarrhea. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime and the insulin did exit. The time, date, and basal rates were correct. Reviewed the alarm history and found a no delivery alarm. Performed the high pressure test and passed. Instructed the caller to remove the cannula and it was bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.